Manufacturer narrative:
The investigation determined that the incorrect assay was processed for a single patient sample processed on the vitros 5600 system. The lis had ordered a serum crea for a patient sample but the vitros had a pending order for a urine crea for the same sample ID. Therefore, urine crea testing was processed on a serum sample. The assignable cause of the event was determined to be user error. The customer reused a sample ID number without ensuring that the previous sample program for the sample ID number was processed to completion or deleted prior to reuse. The vitros 5600 integrated system was operating as intended. The tsc has reviewed information contained in the ¿sample ID reuse¿ section of the vitros 5600 integrated system reference guide which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, it has been advised that the tsc assist the customer in configuring the pending sample program auto-deletion feature of their vitros 5600 integrated system. The customer understands that the cause of this event is user error and is aware of ortho¿s recommendations on how to properly manage sid numbers.

Event description:
A customer contacted the ortho technical solutions center (tsc) because they identified a patient sample for which the vitros 5600 integrated system processed the incorrect test. The customer identified the discrepancy because the incorrect test (urine crea vs. The ordered serum crea) was run and reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros urine crea assay result tested on a serum sample was reported out of the laboratory. The physician questioned the result and repeat testing was performed using the serum crea assay on a serum sample. A corrected result was sent. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).